Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that there were concerns for drop in battery longevity on this pacemaker device. The battery longevity dropped from 3yrs to now remaining at 1yr in about 3-month period. The patient had called in asking for support and technical services (ts) reviewed and recommended to change the communicator. Ts stated that the communicator connected to the server but does not receive the information from the device. Ts recommended troubleshooting options. This device currently remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem, section h1 initial reporter first name, h1 initial reporter last name and section h6 device codes. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that there were concerns for drop in battery longevity on this pacemaker device. The battery longevity dropped from 3yrs to now remaining at 1yr in about 3-month period. The patient had called in asking for support and technical services (ts) reviewed and recommended to change the communicator. Ts stated that the communicator connected to the server but does not receive the information from the device. Ts recommended troubleshooting options. This device currently remains in service. No adverse patient effects were reported. Additional information received indicated that this device was found to be operating in safety mode and was not able to be linked with the communicator. The plan was to have this device replaced soon.